Manufacturer narrative:
This report is being filed under exemption (b)( by arjohuntleigh (B)(4) on behalf of arjohuntleigh, inc. ((B)(4)). Additional information will be provided following the conclusion of the investigation. Imp # 1419652-2015-00255.

Event description:
On (B)(6) 2015, the following was reported to arjohuntleigh: it was indicated that during the resident's transfer (raising or lowering from /to a wheelchair), using tempo passive lift one of the shoulder sling clips detached, causing the resident to tip over. They did so along with the wheel chair. The resident sustained head wound that required an ER visit and stitches to close wound before going back to the facility. It was noticed that the sling clips showed a tight connection to the hanger bar connection lugs.

Manufacturer narrative:
(B)(4). It was found that this report was initially reported under MFR# 3007420694-2015-00158 and importer #1419652-2015-00255. The original MFR# was selected based on the device brand name which in course of investigation turned out to be incorrect (please refer to part "d" of this report). Therefore a new MFR# has been assigned to the report - MFR# 9681684-2015-00055. The original importer report # 1419652-2015-00255 will remain the same as the original report had the correct importer report number. Manufacturer narrative: an investigation was carried out into this complaint. Based on the information gathered it appears most likely that the incident occurred at the beginning of the transfer while lifting the resident from a chair. It was indicated that one of the shoulder clips of the sling detached from the spreader bar of the maxi move lift. The resident fell into the chair causing the chair to fall backwards. The resident's hips were still attached to the lift via the sling. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. It has been established that the lift device (maxi move) and the clip sling system was being used for patient handling at the time of the event and in that way contributed to the outcome of the event. The sling and the lift device were inspected and no malfunctions were found that could have caused or contributed to the event. However, it was indicated that the lift was found with missing leg covers and spreader side cap. The sling involved has multiple fraying edges/seams, label unreadable and that was found with missing head supports. This is not impacted on the performance of the sling and the lift when using according to the IFU but this is an indication that the instruction for use (IFU) was not followed at several points and that the sling exceeded its expected lifetime and should be withdrawn from use and replaced. Therefore, the sling and the lift which work together as a system were found to have not been to specification when the event took place. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. From simulations, we know that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. Following the event description and all information gathered, it appears most likely that the clip was not in place at the start of the lifting procedure and could wiggle off when the patient was being lifted. There is a possibility that caregivers did not follow the labelling and did not check the clips, if those are correctly attached and remain in tension, as the weight of the resident is gradually taken up. Per labelling, the user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. The maxi move lift instructions for use supplied with the lift contains crucial information: "always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up" from this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative but could not provide any training dates for staff. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure and proper inspection of the sling and the lift before each transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities. (B)(4)